Event description:
Facility reported during a case, the lower jaw of a waveside grasping forcep, broke off inside of a pt. Pt was x-rayed, causing a delayed in the procedure, however, the piece was located and retrieved with no injury to pt or staff members.

Manufacturer narrative:
Investigation is currently open and being performed on the actual device. Endoplus received device from richard wolf facility on (B)(4) 2013. Handle is manufactured by richard wolf. It is then sent to endoplus where they manufacture and attach the insulated sheath and forceps. Completed device is then returned to richard wolf for distribution. Manufacture date: september 2010. Distribution date: october 2011. Device never in for repair or routine maintenance. There have been four similar events in the last three years resulting in three MDR's (1418479-2010-00019, 1418479-2011-00021). Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open and will provide FDA with follow-up information when investigation has been completed.